Event description:
It was reported that the customer had a blood glucose level of 32 mg/dl and his sensor glucose level was 64 mg/dl. The difference between the sensor glucose and the blood glucose readings is not within the acceptable range. The customer expressed light headedness as a symptom of his low blood glucose level. The customer was educated in the difference between blood glucose and sensor glucose levels. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).